Manufacturer narrative:
Through a legal claim, it was reported that left hip bhr revision surgery was performed reportedly due to severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported. At the time of revision, both the bhr head and cup were removed. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident and did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The supplied medical documents were reviewed. Review of the provided implantation report revealed no inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, a pseudocapsule, some serosanguineous fluid and inflammatory reaction were noticed. The final diagnosis was failure of the bhr resurfacing. The nature of the reported findings remain unclear and the details about the reasons for the revision remain unclear. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed. Severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported.